Event description:
The suspect product was received by the manufacturer for product analysis; however, product analysis has not been completed to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to electro-cautery or electro-surgical equipment during device implant. A reset of the pulsedisabled feature was performed which allowed for the generator to undergo testing. A comprehensive automated electrical evaluation showed that the generator performed according to functional specifications. Other than the noted pulsedisabeld event / end of service condition due to the generator likely being struck be electro-cautery, there were no additional performance or any other type of adverse conditions found with the pulse generator. No further relevant information has been received to date.

Event description:
It was reported that, during a vns generator replacement surgery, an m106 was interrogated prior to being implanted and all results were normal; however, after the generator was implanted the device showed eos upon interrogation. Reportedly, the eos message was seen even though the battery indicator was green and showing full battery. The programming system was restarted and upon interrogating the generator again the battery status showed eos with the appropriate battery status. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. Information was later received that no electrosurgical tools were used after the device was introduced to the sterile field and the surgeon was very careful to ensure he did not touch the metal shaft of the hex screwdriver. Programming data from the date of surgery was received and reviewed. The data confirmed that a drop in voltage to an eos status had occurred and the device showed eos during surgery. However, it did not appear that any pre-implant diagnostics were performed (i.e. Only interrogation/programming events), and it is unclear from this data if the eos status was present prior to being observed after system diagnostics. The generator has not been received to date. No additional or relevant information has been received to date.